Event description:
It was reported that a caucasian female patient underwent a revision breast augmentation with a 375cc mentor siltex round moderate profile prosthesis and experienced capsular contracture (unknown side) postoperatively. The diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. The implantation date was estimated as (B)(6) 2006 based on available information. The lot number and serial number of the suspected medical device are either 5639732 or 5599835 and either (B)(4) or (B)(4) respectively. Multiple attempts were made to obtain further clarification regarding this event. However, no additional information has been received. If additional information becomes available in the future, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Left lot #:5639732 left serial #:(B)(4) manufactured date: 20-oct-2005 expiration date: 15-oct-2009. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Right lot #: 5599835 right serial #:(B)(4) manufactured date: 18-apr-2005 expiration date: 16-apr-2009. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).